Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that when the device was connected to vh series scopes, the image was noisy without image due to failure of the video cable connectors, the image was normal when connecting v series scopes. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center had no image when connecting vh series scope; however, the image was normal when connected to a v series scope. The issue was found during preparation for use, the diagnostic nasopharyngeal examination was completed with a similar device, and without delay. There were no reports of patient harm.